Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed the device programmed setting as well as the pacing percentages for the device. Ts recommended further in clinic examination. The device was reprogrammed to use a different vector and capture was confirmed. This device remains in service. No adverse patient effects were reported.